Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01285 section g. Box 3. Report source.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 137.5 and 139.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. The pusher assembly mid-joint (od) outer diameter could not be measured due to the kinks in the pusher assembly. The inner diameter (ID) of the introducer sheath was measured within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, the smart coil pusher assembly could not be advanced from the returned position within its introducer sheath. The introducer sheath was removed from the pusher assembly, and the smart coil was re-sheathed properly with resistance due to the kink in the pusher assembly. Resistance was then encountered while attempting to advance the smart coil through a demonstration microcatheter as the kink in the pusher assembly met the hub of the demonstration microcatheter, and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellar artery (sca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance in the introducer sheath and was stuck in the initial position. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.